Event description:
I have been a patient of (B)(6) since 2006. There is an ongoing joke that I will never have to order contacts because my brand and prescription will always be on hand - cool, right? Well, over the past two years I have on and off issues with my contacts splitting, and or varied sight performance. I have been going through a six months supply easily within a three months' time frame. Upon explaining the issues to (B)(6) front staff, I would be given a barrage of "explanations" such as dry eyes, protein build up, a possible bad batch etc. Was told I could bring them in to exchange them - only to be told "I have used too many" maybe, I should contact the maker. Always deflected and never corrected or addressed, (B)(6) 2019 I had my bi- annual eye exam- prescription renewal and was sold two boxes of contacts- this is great due to my eyes having the same prescription- so I thought. Having many issues and going through 20 pair in less than two months, I decided enough was enough and I was scheduling an appointment to see the doctor rather than playing around with the office staff. I called on friday, (B)(6) 2019 and scheduled an appointment for 3:30 pm saturday, (B)(6) 2019. Upon arrival of my appointment - I was told I didn't have an appointment, referred to as a " walk in" and was never apologized to - an unfamiliar doctor squeezed me in. He did not listen to what I was saying to him and decided to change my prescription, (nothing was ever wrong with my prescription). He sent me on my way with a trial pair - upon stepping out of the office, I noticed that I could not see a normal distance away to see road signs etcetera. I immediately called and scheduled the next available appointment with my normal eye doctor for monday, (B)(6) 2019. He of course , corrected my prescription and offered me a trial of monthly lens vrs the two week I had been using. In the meantime only having one set of biweekly's left at home, I decided to purchase two more boxes as a precaution. Last night upon inspecting my boxes of contacts, I find out that I have been sold expired contacts. Now this made me extremely uneasy due to the ongoing joke about the store always having my contacts on hand. I began to wonder, just how many boxes over the years have I been sold expired lenses? I called the store and asked if I could obtain my records and receipts - asking if they are scanned in during the sale or at least the lot number recorded - to which they laughed and replied, "no, not at all" so I wonder, if there is a mass recall contact lenses that has damaged people eyes, the only way they can be compensated is to have the actual box in hand? Why are all other medical items recorded with a serial number at pos and something that can affect your eyes, eyesight, quality of life, ability to work - is not monitored? Yet another example of negligence, in 2018 I was at work when a contact had split in my eye, my prescription is -5.50, so needless to say my work day ended abruptly. (As for not having a back up pair?, the backup pair was recently used for a similar incident). My office is 0.6 miles away - less than 13 min away from the (B)(6). I called and explained my dilemma. Unable to drive myself home 30 minutes away nor having the ability to continue working. I would like to come over and buy (one) contact. The manager on at the time ((B)(6)), rudely told me, "no, you have bought enough this year and you have plenty on hand. I have continued to stay with this location solely on my eye doctor- I know there is no way, he is aware that this nonsense has been going on. I am certain that he would have told me to check expiration dates if ever he thought that the front end was selling expired contact lenses. Multiple doctor visits. FDA safety report ID # : (B)(6).